Event description:
The customer reported a patient was put on a metoclopramide drip (40mg/50ml over 24 hours). The medication was set-up as a secondary. All of the medication was found to have infused in about 1 hour. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available. Manufacturer's report number: 9616066-2013-00863. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.